Manufacturer narrative:
The reported failure of err_obm_air_flow_sensor_failed is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Also, DHR review was performed for the complaint device serial number tv01809123a, review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, the customer's complaint was not confirmed. However, a "service required" error code err_obm_air_flow_sensor_failed was found in the ventilator's downloaded event log. The technician recommended replacing the device's oxygen blender circuit board to address the issue. The root cause was confirmed. Additionally, the service life of the device will end on 11/25/2026, the device will be scrapped after the lease-up processing. Also, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event.